Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 26-june-2024,it was reported that patient faced infusions set leakage at site event. Insertion site was abdomen. The blood glucose level was reported 400 mg/dl. Infusion set had leakage for 3 - 4 hours. Infusion set has been used for 3 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country : the united states.